Manufacturer narrative:
(B)(4) .

Event description:
During the index procedure one endeavor sprint stent was implanted in the lad successfully. Approximately 4 days post the index procedure the patient suffered an mi and was treated with medication and CPR, the patient expired the same day.